Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for other indications for use and non-malignant pain. It was reported that the handset was lagging at 90% for about 5 minutes. Agent reviewed and guided the pt through clearing the data. The pt was then able to connect to the pump without any lag. Pt will call patient services back if further assistance is needed. When asked for the event date, pt said that it was since the pump was implanted.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.